Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient started to have a sudden return of bladder symptoms where if they even moved in their chair they would begin peeing; they were unable to make it to the bathroom on time. This return of symptoms lead them to increase stimulation from 4.2v to 4.5v. Stimulation was stuck at that level because they started to encounter the poor communication screen so they were unable to lower it (captured in another event). They said stimulation was uncomfortable and they began feeling a buzzing vibration in their hip which was causing their hip to hurt; stimulation was too high and was very painful. It was reviewed that the patient could go to their healthcare provider (hcp) to have them shut their ins off, but the hcp is two hours away. As a result of what was reported, the patient was redirected to their hcp to discuss their symptoms and stimulation in the wrong location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they needed and didn¿t know how to adjust their device. The patient was unable to find the booklet with the instructions. No further patient complications have been reported as a result of this event.